Event description:
It was reported that the single use ligating device's wire in the handle buckled and broke when attempting to deploy the loop. The issue was found during ligation of a large pedunculated polyp. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.